Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient¿s cgm app and operating system (os) were incompatible due to an unsupported os update on his smart device. The reporter stated that the patient was in a sensor session when his motorola edge 5g was no longer compatible with the g6 app. As a result of the app no longer communicating with his omnipod insulin pump, it stopped pumping insulin and the patient passed out. He was taken to the hospital. The patient¿s bg went above 600 mg/dl; it was not reported whether this value was checked before he went to hospital or after arrival there. At the hospital he was checked and given unknown doses of insulin every two hours. It could not be confirmed whether the patient or reporter manually upgraded the os or if the os update was done automatically. At the time of the report the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.